Manufacturer narrative:
Patient weight: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Interrupt af pm009 clinical study. It was reported the patient experienced atrial fibrillation. Six months following an ablation procedure with an intellamap orion high resolution mapping catheter and an intellanav mifi open-irrigated ablation catheter, the patient presented to the emergency room (ER) with atrial fibrillation. They were administered an extra dose of cardizem. The patient then reported to their clinic, with complaints again of atrial fibrillation. A repeat ablation was performed a few weeks later and the event resolved. The cause of the event was unknown; it was possibly related to the patient's pre-existing cardiovascular condition, or to the initial procedure as it resulted in incomplete ablation. None of the device are expected to be returned.